Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan alleging that when she inserted a test strip, there was "nothing" on her one touch ultra meter's display when she held the meter vertically; however, when she placed the meter flat she saw "88..8" on the display. The pt claimed that there has been no trauma to the meter. The pt replaced the battery on her own and the issue was still persisting. The pt did not report how long she had been experiencing the alleged issue or how often she tests her blood glucose; however, she indicated that she had to go to her doctor about 3-4 weeks ago to have her blood glucose tested. At the time of concern, she reportedly symptoms of feeling lethargic, "kinda woozy," and "spots those floaty things." At the doctor's office, she obtained a blood glucose result of "425 mg/dl" on the doctor's meter and was treated with 10 units of unspecified insulin. An hour later, her blood glucose was "263 or 264 mg/dl" on the doctor's meter and was sent home. It would be helpful to know how often the pt usually tests her blood glucose, when the alleged issue started, and if she took her medications, if applicable, as prescribed when she was unable to test on her meter. It would also be helpful to know when she last attempted to test on her meter and when her reported symptoms started. It is not clear if the meter display issue prevented the pt from obtaining a test result. Based on the provided info, this complaint is being reported because the pt reported a display issue and alleged she was treated with insulin by a healthcare professional. The meter, test strips, and control solution were replaced.